Event description:
It was reported in a general comment that the procedure was performed to treat a lesion in the popliteal artery with heavy calcification. The supera self expanding stent system (sess) was noted elongated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that due to the heavily calcified anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate during deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- date of event: estimated d4- the UDI number is not known as the catalogue number was not provided.na